Event description:
(B)(4): MFR received pacemaker for service with a note by the distributor: "service on device was overdue (presumably device was in a drawer and than used causing an adverse event). While pushing patient bed into an elevator (post-operative), the pacemaker begun to stimulate at a rate of 220 ppm although it should only have sensed. The patient developed ventricular tachycardia. The patient survived reanimation. Battery showed a voltage of 8.2 v (1 bar on the battery charge indicator on display), no loose parts inside pacemaker body."

Manufacturer narrative:
Apparently the device was defective prior to use. Last time the device was checked by MFR was in 2009. Device past 12 year shelf time. MFR has contacted several times the hospital (B)(6). The responsible people, (B)(6) md (anesthesiology) and prof (B)(6), couldn't be reached (yet). MFR and distributor continue to get hold of at them in order to obtain a description of the adverse event and the circumstances from the hospital.